Event description:
It was reported that customer experienced high blood glucose levels. Customer changed out infusion set to stabilized her blood glucose level.

Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental form will be submitted.